Manufacturer narrative:
The reported event that the tip of the repositioning instrument broke off could be confirmed. The visual inspection revealed that the tip of the repositioning instrument has been broken off at the thread. It was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted until the shoulder ring fits closely to the bone before repositioning the fragments. The microscopic investigation of the breakage surface shows the appearance of a forced rupture caused by too high alternative bending forces during application. At the side of the breakage area plastic deformations are visible, which is also an indication of too high bending forces during application. Moreover, the sem investigation confirmed the appearance of a forced rupture caused by too high alternative bending forces. Within the sem investigation the secondary cracks are also visible resulting from an embrittlement of the material caused by the high alternative bending forces during application. According to the determined observations the IFU clearly indicates that ¿the repositioning pin must be carefully inserted up to the shoulder ring before repositioning the loose fragments¿ and ¿the instrument is not to be used as a lever. In case of misuse, the instrument could break¿. Based on investigation, the root cause of the broken off tip of the repositioning instrument was attributed to an inappropriate user related handling issue. According to this, the repositioning pin was not fully inserted up to the shoulder ring and / or the repositioned fragments were not loose (incomplete corticotomy). Thus, too high alternative bending forces have occurred during application which led to the breakage of the repositioning pin. Indications for any material, design or manufacturing related issues could not be found within the investigation therefore no further preventive and/or corrective actions are deemed necessary at this time. The returned device was manufactured after the measurements of CAPA # 358 were implemented. However, related to the determined results within the investigation the event did not involve a product problem indicating a non-conformity or unanticipated hazard, therefore no further action is deemed to be required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported by a company representative that during a zygomaticomaxillary complex (zmc) case the threaded screw end portion of a bone repositioning screw instrument broke off in a patient¿s left zygoma. The broken off piece was left in the patient. There were no additional symptoms of infections or adverse effects. It was reported the procedure was completed successfully without a delay or medical intervention.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a zygomaticomaxillary complex (zmc) case the threaded screw end portion of a bone repositioning screw instrument broke off in a patient's left zygoma. The broken off piece was left in the patient. There were no additional symptoms of infections or adverse effects. It was reported the procedure was completed successfully without a delay or medical intervention.